Event description:
The patient underwent embolization of a recurrent left cavernous ica aneurysm using the pc 400 coil system. A coil prematurely deployed and had to be retrieved using a 2mm gooseneck snare and 2mm alligator retrieval device. There were no complications from this event, but some mild vasospasm was noted post coiling that was not hemodynamically significant. It resolved and there were no complications. The spasm was reported as not serious, but with definite relationship to the pc 400 system. This MDR is associated with MDR 3005168196-2012-00040.

Manufacturer narrative:
Conclusion: vessel spasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. The information in this report was collected during the review of stroke cases for a penumbra post-market retrospective study (ace) and was not reported to penumbra at the time of the event. Event reported retrospectively.